Manufacturer narrative:
Three other vertix md trauma systems have been checked by siemens local service and no problems have been detected. To eliminate any potential hazard siemens will be initiating an update for the concerned vertix md trauma systems to check the steel cables and if necessary replace them. The reported issue is under investigation and a supplemental report will be submitted once additional info has been received. This report was submitted february 11, 2014. (B)(6).

Event description:
It was reported that during an exam on the axiom vertix md trauma system two steel cable on the ceiling support got raptured causing the u-bracket (tube and detector) to fall down. The pt lying below the u-bracket on the bed was not injured as the support arm with the detector and the tube landed beside the pt. According to info provided during the on-site visit the operator's hand got bruised due to the incident. The reported event occurred in germany.